Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs patient experienced pain caused by inadequate stimulation, as coverage was limited to only one side of the body. An x-ray revealed that the leads had migrated. The patient underwent a revision procedure during which the leads were explanted and replaced. Postoperatively, the patient has made a full recovery and is happy with the paddle placement, coverage and therapy. The leads were disposed by the hospital and will not be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in b1, b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7145020.